Event description:
It was reported that during a rotator cuff repair procedure using a speedscrew 5.5 implant with inserter handle, the tip of the implant broke off inside the bone upon insertion. The surgeon attempted to remove the broken piece, however some debris remained in the bone. The procedure was completed by drilling a new bone hole and opening a new implant. There were no significant delays or pt complications reported as a result of this event.